Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 400 mg/dl. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. Customer alleged the pump did not perform as intended. Additionally, it was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to resolve occlusions. Customer reverted to manual injections for insulin therapy.